Manufacturer narrative:
Investigation summary: customer returned an image of two syringes in addition to a shelf carton and polybag labeled for 0.3ml, 30 gauge, 8mm. The two syringes shown do not show any defects to their rubber stoppers or plunger rods. Without physically testing the samples, no determinations can be made regarding their functionality. A review of the device history record was completed for batch # 9154603 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of difficulty using the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr plunger was difficult to move. This occurred on 50 occasions. The following information was provided by the initial reporter: syringes with defect in plunger. It's stuck, doesn't move when pushed, unless too much straight is applied on it. When it moves, however, doesn't allow to control the units required for injection. Since customer works with too low doses, sometimes she needs only 1 unit, and she has been struggling to use these syringes. She has purchased the quantity by the end of last year, and the ones she was using until now were good, but the last ones have come in a different kind of syringe, and the plunger doesn't move.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 10bag 500 l amr plunger was difficult to move. This occurred on 50 occasions. The following information was provided by the initial reporter: syringes with defect in plunger. It's stuck, doesn't move when pushed, unless too much straight is applied on it. When it moves, however, doesn't allow to control the units required for injection. Since customer works with too low doses, sometimes she needs only 1 unit, and she has been struggling to use these syringes. She has purchased the quantity by the end of last year, and the ones she was using until now were good, but the last ones have come in a different kind of syringe, and the plunger doesn't move.